Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob00013, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The clinical/medical investigation concluded that no harm or additional complications were reported due to the reported events. No clinical factors were identified which would have contributed to the event. Patient impact beyond the unplanned use of a backup device along with the reported non-significant delay would not be anticipated, as the final balance was as-expected and the patient was reportedly in ¿great health status¿. No further medical assessment is warranted at this time. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with drill motor or drill motor shaft failure. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during a cori-assisted tka, while testing the real intelligence robotic drill with the burr, sounded it was working but did not spin. The drill passed kpc test without rotate the burr. Surgery was performed after a non-significant delay, changing to manual procedure. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).